Manufacturer narrative:
The unit has been requested to be returned for inspection. Once the investigation has been completed a follow-up report will be submitted.

Event description:
The company was informed on (B)(6) 2016 of an adverse event that occurred at an unknown date. The customer claimed that the eclipse battery would not charge and the eclipse stopped putting out oxygen. This allegedly caused the pateint to have a life threatening event. The customer would not give more specific information on the life threatening event.

Manufacturer narrative:
The unit was returned to the company and evaluated. The unit performed to specifications. There is no indication that the unit caused the death of the patient.

Event description:
The company was informed on september 6, 2016 of an adverse event that occurred on (B)(6) 2016 in (B)(6). A patient was using an oxywell unit on 2lpm when he passed away. Just before the patient died, he was surrounded by family members and the unit was running normally. After the patient's death, the domestic police department determined that the oxywell had no relation to the patient's death.